Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured at the end of a patient infusion. The device had been infusing a 200ml solution of nebcyne and sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that before an unknown procedure, the trocar was opened for use in the theatre. The scrub nurse pulled the obturator and cannula out of its packaging into the sterile field. The scrub nurse then noticed that the metal shaft of the obturator was bent in the middle, and was broken beyond the ability to insert into the cannula. The trocar was discarded and another opened for use. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.